Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged that the pump's audio tones were intermittently functional when using the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:during testing, the pump¿s audio tones function properly. The pump was able to perform boluses and emitted appropriate audio tones during bolus. The complaint of the audio tones functioning intermittently when using the audio bolus button was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.